Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had a channel error. There was patient involvement, but no patient harm.

Manufacturer narrative:
Omit : e2401 - insufficient information, f24 - insufficient information, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex e, f, a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of channel error was not able to be replicated during laboratory testing. However, a review of the logs confirmed the error occurring on the date of the reported event, associated to a motor stall failure. The pump module s/n: (B)(6) was attached to the returned pcu, it was powered on attached on (B)(6) 2025 at 07:55:22 am and was assigned channel a. The profile in use was ¿(3) adult ICU/theatre¿. At 08:22:50 am, pump module s/n: (B)(6) was selected and previous programmed infusion was restored, the drug in use was noradrenaline (drug ID= 335) with a concentration of 60mcg/ml, rate of 1ml/h and a volume to be infused (vtbi) of 4.878ml. Infusion was started and recorded a primary volume infused (pvi) of 400.388ml, an accumulated from prior programmed infusions. At 08:25:57 am, pump module s/n: (B)(6) alarmed for the motor stall failure (242.4030.0). Seconds later the user detached the device. No more infusions were recorded on this date. The "as-received" inspection found the device to have the manufacturer seal broken (this finding indicates the device has been opened after leaving bd manufacturing or san diego repair center). Rear case was observed with impact damage. During internal inspection the board on the ail sensor assembly was noted to be loose. Testing performed, consisting of a functional test and the pump chamber blocked/motor stall test method demonstrated the pump module operating as intended. Test procedure results did not exhibit mechanical drag in the pumping mechanism during test infusions. Oscilloscope measurements confirmed the motor drive signal on the pump module motor controller board at acceptable voltage reading above -100mv threshold when mechanical drag was tested. Bd system error tip sheet states that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported issue of channel error could not be confirmed, testing was performed with no further occurrences of the reported channel error occurring. Note that this report lists imdrf annex a0509, a1205, c07, g0405206, g0301201 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had a channel error. There was patient involvement, but no patient harm.